Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The device was received and investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that a revitan rasp adapter with length mark was used in a surgery on (B)(6) 2016. The locking button of the long impactor for shaft rasp flakes off during moderate blows.

Manufacturer narrative:
Device history records (DHR review): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend has been identified for the event "locking button breakage" of the revitan rasp adaptor ref: 01.00409.501. An issue investigation has been performed and the most probable root cause has been identified. Review of event description: a revitan rasp adapter with length mark has been received. It is reported that during rasping, by hammering on the intended strike plate, the device comes apart because the slider's locking button jumps out. Surgery was delayed for 5 minutes. Surgery was completed with another device. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the fixing slide is loose as the locking button, the locking pin and the spring, which all lock the slide, got loosened. These three small parts have all been returned. The press fit/ weld connection between the locking button and the locking pin is broken. As a result the spring jumped out the and the slide becomes loose as well. On top of the locking button some dents can be detected which might have been caused by an impact force. Further beside normal signs of usage no significant imperfections/ deteriorations can be detected. No measurements can be conducted as the device is damaged. No functional tests can be conducted as the part is damaged. A mechanical damage test was conducted at zimmer biomet as part of the issue investigation. The purpose of the test was to reproduce the issue and the damage that was reported during the received complaints. The damage of the button was not reproducible by using the instrument as intended. The only possible way of breaking the button was by hitting directly the side of the button during impacting the rasp instead of hitting the top of the instrument. From this analysis, the most probable root cause for the issue is the misuse of the instrument at the clinic(s). Conclusion summary: based on the returned product and the given information the complaint could be confirmed. An excessive force applied during surgery might have caused the reported loosening of the locking mechanism. Further the dents detected on the locking button indicate it has been treated by an impact force. This button should only be pushed manually and is not designed to handle impact forces. As the mechanical damage test concluded that the failure mode appears when simulating the misuse of the device by hitting directly the locking button with a hammer, the most probable root cause of the issue is caused by the misuse of the device. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).